Event description:
(B)(4). Fracture of implant. Additional received articles: 1x 214.836 / lot 7937186, 1x 214.836 / lot 7681483, 1x 214.840 / lot 7775080, 5x unknown screws. This patient suffered a traffic accident while on working hours. He was operated for the first time on (B)(6) 2011 (the details of this surgery are unknown) and then again on (B)(6) 2012 at clinica (B)(6) by dr. (B)(6) to correct a fracture of the first implant. This implant was removed and a proximal femur plate was installed with bone graft taken from the left iliac crest at a visit on (B)(6) 2013, radiological evidences are found of a fracture of the implant with a pseudarthrosis at the subtrochanteric level. There is an approximate 3-4 cm shortening of the extremity, and the patient refers to have received physical therapy to recover strength and was still walking on crutches.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The plate is made of stainless steel. The examination of the raw material inspection sheet and the manufacturing documents showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material is in compliance with the international standards iso (B)(4) for implants made of stainless steel. The dimensions of the plate (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing and ao/asif specifications. Macroscopic lines of rest are documented on both fracture surfaces and are a sign for a fatigue failure. Corrosion marks were observed in several plate holes and on several screw heads. The corrosion results from micromovements between the screw head and the plate. The micromovements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. When examining the proximal fracture surfaces of the plate using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. After breaking, the two plate fragments rubbed against each other causing light destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over the entire fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed secondary corrosion. The secondary corrosion is a result of a crevice situation between the plate fragments after crack initiation. The process affects the passivation layer of the metal and panders corrosion. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface we can conclude that the implant was subjected to low dynamic loads. Constantly alternating load cycles over a long period of time led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture. The plate could not resist the applied force which finally led to the fatigue failure. Postoperative activities of the patient in combination with a possible instability of the fracture situation (pseudo-arthrosis) may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported the x-rays were taken on an unknown date in (B)(6) 2013. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records (DHR) reports the following: review of finished product device history record (part number 242.108, lot number 6006282, work order 1844621, branch plant 21) determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented during manufacturing that would have caused or contributed to this complaint condition.